Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was able to open the drawer but was unable to retrieve the entire row. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the drawer could not be recovered. A field service engineer (fse) tested the device in hardware test application, no issue was found and no investigation was required. Customer confirmed that a medication jam was identified and cleared to resolve the issue. The system functioned as intended after the field service engineer had investigated the device.